Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an df-1 lead into the header of this device resulting in the reported high out-or-range shock impedances greater than 200 ohms. Please refer to the description for more information regarding the specific circumstances of this event. Additional information was received which impacted FDA 3500a g4, the aware date, FDA 3500a b3, the event date, and FDA 3500a e1 through e3, the initial reporter information and required them to be corrected.

Event description:
It was reported that the shock impedance was high out-of-range and greater than 200 ohms at a patient follow-up the day after a new pulse generator had been implanted. X-ray showed the df-1 terminal pin was not fully inserted into the header. The patient underwent a revision procedure and the pin was fully inserted, and the impedance was a normal value of 50 ohms. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an df-1 lead into the header of this device resulting in the reported high out-or-range shock impedances greater than 200 ohms. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the shock impedance was high out-of-range and greater than 200 ohms at a patient follow-up the day after a new pulse generator had been implanted. X-ray showed the df-1 terminal pin was not fully inserted into the header. The patient underwent a revision procedure and the pin was fully inserted. The device remains in service. No additional adverse patient effects were reported.